Manufacturer narrative:
The investigation noted a review of the customer's alarm log that contained a significant number of "abnormal aspiration" alarms. The investigation also noted a report that the analyzer's sample probe was contaminated with gel material during the time of event; the sample probe was replaced and maintenance tasks were performed which resolved the issue. The investigation determined the event was consistent with preanalytic and maintenance issues at the customer site (contaminated sample probe). Preanalytics are within the customer's responsibility. Product labeling states "daily maintenance cleaning all pipetter probes and rinse nozzles - to ensure optimal condition of all probes and measurement accuracy of the analyzer, you must clean the outside of the pipetter probes, the ise sipper probe, and the cell rinse nozzles." There was no indication of a device malfunction.

Manufacturer narrative:
The serial number of the customer's cobas 4000 c311 stand alone system is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hba1c gen. 3 (hba1c) results from two patient samples tested on the cobas 4000 c311 stand alone system. Sample 1. The initial result was 13.6%. The repeat result was 5.7%. Sample 2. The initial result was 10.3%. The repeat result was 4.6%.